Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had undergone five surgeries for their stimulator. It was further reported their device battery was dead at the time of report and may have required a replacement. It was unknown whether any troubleshooting was performed or what the patient¿s outcome was at the time of report. No further event information was reported; no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.